Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. The blood glucose reading was 415 mg/dl, which lowered to 315 mg/dl. The customer stated that she did not know why her blood glucose levels were high, since she had been monitoring and treating accordingly. She stated that she had fallen in the morning due to a low blood glucose event. She noted that her basal rate settings had been changed prior to her fall, so she took that setting out to prevent another fall. She complained of not feeling well since her fall. She treated the high blood glucose with the insulin pump. She stated that she felt too tired to continue with the troubleshoot; she advised that she would monitor and call back if needed. She also reported a 3 hour long lost sensor alarm. She was advised to consult with a doctor regarding her blood glucose levels. Nothing further reported.